Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived. There was no adverse impact to the customer's blood glucose level.